Event description:
It was reported 1cm thickening of the posterior end of the introducer wire, unable to pass through the introducer sheath. It was reported this event occurred with two devices. This report addresses both devices. 08/06/2025- it was found during an investigation the guidewire had disjointed coils.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty passing the microintroducer is confirmed, but the exact cause could not be determined. One 4.5 fr microintroducer, one stainless steel guidewire, and one stainless steel guidewire fragment was returned for evaluation. An initial visual observation of the returned products revealed use residues throughout the returned devices. A broken section of a guidewire was returned and was observed to have a small section of uncoiled wire. A functional test of attempting to slide the microintroducer over the returned guidewire revealed the microintroducer could slide easily over the returned guidewire. A microscopic observation of the returned guidewire revealed both ends of the guidewire were intact with each weld tip on the distal end and the proximal end. A microscopic observation of the returned guidewire fragment revealed disjointed coils along one end of the device and a break in the guidewire along the other end. The coils between each end appeared stretched and spread apart to reveal the core wire. It could not be determined whether the disjointed guidewire coils were present along the device before or after the guidewire break occurred. It is possible that the disjointed coils caused the guidewire to break with an excessive pulling force against the guidewire; however, due to the state of the returned sample, a root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.